Event description:
Please refer to the initial-report.

Manufacturer narrative:
The analysis of the logfile revealed logfile entries with inconsistent time stamps. It was therefore not possible to reconstruct the reported event. However, the logfile entries indicate a malfunction of pba m4.1 and pba m16.2. The logfile has shown that several reboots of the ventilation unit were performed. The alarm message "ventilation unit restarted" was posted by the cockpit. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered to reset the micro processing system to a specified state. Consequently, the device would post the alarm message "ventilation unit restarted". In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. As the corresponding alarm message was posted, it can be concluded that the device behaved as specified for the detected malfunction.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device was used on a patient with a respiratory failure (rf) on (B)(6) 2019. After 30 minutes of usage, the spo2 value decreased and an alarm was generated with ¿device failure 12¿, the nurse immediately exchanged the ventilator. No injury reported.